Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check pad messages and service code 204) was isolated to the electrode belt trunk cable being pulled breaking a black pulse wire. The root cause for damaged cable was unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy pad and service code 204 messages.